Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately six months post vena cava filter implant during the scheduled retrieval. A detached limb was identified. The filter and the detached limb were successfully removed with a snare. There was no reported patient injury.